Event description:
On (B)(6) 2010, pt reported she noticed a small amount of insulin in the cartridge compartment. Pt stated the plunger was not stuck on the piston rod. Pt reported it was only a small amount of insulin. Pt is new to pump therapy. On follow up call on (B)(6) 2010, pt reported she thinks she possibly did not have the luer lock tight enough and insulin may have spilled that way. Pt stated again the plunger was not stuck on the piston rod. Pt reported no further concerns. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.